Event description:
It was reported that the patient became agitated, had difficulty breathing and felt discomfort and pain. An angiojet zelante was used for a thrombectomy procedure. The patient was not sedated and after a few minutes during the procedure, the patient was screaming in severe discomfort, complaining of difficulty breathing and was agitated. The procedure was paused for 5 minutes, and patient symptoms subsided and no significant changes in the vital signs. Thrombectomy was restarted but the patient cried out in pain again. The physician feels that the patient experienced a reaction to the angiojet thrombectomy-induced haemolysis and adenosine release. The physician decided to stop using the angiojet and switched to a non-bsc device and completed the procedure with no concerns. The patient was fully recovered.